Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and abbott vascular (av) confirmed there was a broken tine on the collet. A review of the lot history record revealed no nonconforming reports related to broken collet tines. A review of the complaint handling database identified no similar events for this lot with the same failure mode. The root cause analysis concluded that the issue is within the expected low risk profile associated with a broken collet tine. Av will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed for the difficult clip deployment and torn chord. It was reported that the first mitraclip was difficult to deploy. After the actuator knob was turned eight times and retracted, the mitraclip delivery system did not separate from the mitraclip. After 15 minutes of troubleshooting maneuvers, the clip successfully deployed, but a chord became torn in the process. The torn chord was medically managed. A planned, second mitraclip was deployed reducing mitral regurgitation grade from 4 to 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.